Event description:
After two negative tests for allergies to bovine collagen, the pt was treated in several facial areas. Approximately two mos after treatment pt developed significant itching at the sites. The dr has prescribed oral steroids for treatment as well as topical ointments.